Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1260726) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. In addition, this serves as a correction report.

Event description:
Customer reported that on (B)(6) 2013 he received a reading of 152 mg/dl on his adc blood glucose meter which was lower than a reading of 192 mg/dl obtained via lab draw approximately 20 minutes later. Customer additionally stated he "had a(n) (unspecified) low reading but not low enough to cause him to pass out." Customer reported "he fell and injured his ribs". Medical survey was not completed because customer declined to continue troubleshooting. It is unknown what, if any, treatment was undertaken either via self or third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. The event date entered is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.